Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed its preventative maintenance (pm) procedures. Per reporter they could not get the upstream occlusion alarm to go off, and when performing the accuracy test described by the manufacturer, the pump routinely pumped 22 ml of fluid when it should be 20 ml with a 6% tolerance." There was no patient involvement.

Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log review; the customer problem was not duplicated. The manufacturer representative followed functional testing and were unable to confirm the customer complaint, as the fluid accuracy test showed that it was within specifications. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The pump passed all functional tests and performed as intended with no problems found. The manufacturer representative updated the software.